Event description:
It was reported that an ilet user experienced a dosing stopped message while using a libre 3 plus sensor, along with sensor expiring and sensor unavailable alerts, followed by scan errors when attempting to reconnect and rescan the sensor. Symptoms included no reported clinical effects. Outcomes included temporary interruption of automated dosing and a transition to blood glucose¿run mode pending a blood glucose meter reading and sensor warmup. Investigation included guided troubleshooting, app reinstallation, bluetooth reset, device restart, and sensor rescan. Investigation of this case revealed that the application reinstall and reconnection resolved the scan error and the system displayed a sensor warmup status. It was concluded that the event was related to sensor connectivity and app communication, which was resolved through software troubleshooting, with no patient injury.